Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 40 mg/dl and 278 mg/dl. Customer reported of returning serter, sensor and transmitter but only got sensor and serter back without transmitter. Customer reported of being a brittle diabetic and having low and high blood glucose more often since not wearing sensor. Customer declined troubleshooting.